Event description:
The physician was attempting to use an amphiprion deep pta balloon to treat a lesion in the pta and ata. No abnormalities were reported in relation to the patient¿s anatomy. The device was removed from its packaging and inspected with no issues noted. The device was prepped as per the IFU. No embolic protection was used. No resistance was encountered when advancing the device, no excessive force was used. The balloon was inflated using an inflation device. During inflation, the balloon burst. All balloon fragments were retrieved and no interventions were required. The physician then tried another amphiprion deep balloon, this balloon also burst during inflation. All balloon fragments were retrieved and no interventions were required. A third amphiprion deep balloon was used to complete the procedure.